Manufacturer narrative:
This is a general complaint and there is nothing functionally wrong with the device, the complaint was made to capture the battery issues. Visual and functional testing: the device was not returned to the service hub; therefore, we were unable to conduct a visual inspection or any functional testing. Review of service history and event logs: we conducted a review of the device's 12-month service history, which showed no previous occurrences of similar events. Unfortunately, we did not receive any event history from the customer, and thus, we were unable to review the event history/alarm logs. As a result, we could not replicate or confirm the reported issue.

Manufacturer narrative:
The device will not be returned for investigation. Pump logs may be investigated, if they become available.

Event description:
The complaint/event involved a plum 360 driver new that reportedly turned on/off battery while in use on a patient during an infusion. The pump was on dc power and was not plugged into an outlet. The charge indicator lit up when the device was plugged in after the reported failure. The pump was not tested at the facility, but the batteries were replaced and reset in biomed mode. The batteries installed to the devices at the time of the reported failure were red csb batteries. The batteries were reportedly replaced with post market action white label csb batteries. There was no adverse event and an unspecified delay in unspecified therapy.the complaint/event involved a plum 360 driver new that reportedly turned on/off battery while in use on a patient during an infusion. The pump was on dc power and was not plugged into an outlet. The charge indicator lit up when the device was plugged in after the reported failure. The pump was not tested at the facility, but the batteries were replaced and reset in biomed mode. The batteries installed to the devices at the time of the reported failure were red csb batteries. The batteries were reportedly replaced with post market action white label csb batteries. There was no adverse event and an unspecified delay in unspecified therapy.